Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure after the first firing the surgeon noticed the anvil had a gap and the device would not close normally. It was difficult to get the device removed from the 12mm trocar. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60t cartridge loaded on the device. The returned reload was received unfired and in good visual conditions. No further functional testing could be performed due to the condition of the anvil, however the device was dry fired to test the condition of the firing mechanism and achieved its complete firing sequence without any difficulties. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. Event could not be confirmed as the device closed and opened without any difficulties noted. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable.